Event description:
It was reported that the surgeon considered the drill to function poorly and that it did not adequately "drill" the bone. No patient impact was reported; however, this failure mode was previously reported.

Manufacturer narrative:
Investigation is in progress.